Manufacturer narrative:
(B)(4). (B)(6). Date user facility became aware of event: unknown. Type of report: initial. Date of this report: sep-2018. Approximate age of device: unknown (B)(4). Location where event occurred: hospital. Report sent to manufacturer: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the patient exhibited a low systolic blood pressure after the delivery catheter was removed. The patient was found to have a tamponade from perforation and ventricular fibrillation (vf). An electrocardiogram showed second laceration in the right ventricular outflow tract and a pericardial effusion. Both lacerations were repaired but the patient continued to bleed. Despite prolonged resuscitative efforts, the patient died.